Manufacturer narrative:
Device was deployed in air after initial failure to deploy which would indicate that the device was functioning correctly. It is not possible to determine failure mode since the device was deployed prior to being received by MFR.

Event description:
Biliary stent (B)(4) did not deploy during a placement.